Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Customer administered a manual injection to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.